Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Patient's blood was noted to be positive with infection. There were no additional adverse patient effects reported. The lv lead was explanted.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Patient's blood was noted to be positive with infection. There were no additional adverse patient effects reported. The lv lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the returned lead was analyzed; passed all the baseline tests and exhibited normal lead characteristics. This supplemental is being filed to capture the return date and the product analysis from the product investigation.